Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Investigation summary: visual inspection: the radiolucent insertion handle frn (p/n: 03.033.001, lot # 84p9182) was received at us cq. Upon visual inspection, it was observed the broken tip of the mating driving cap (p/n: 03.010.523, lot # 70p0386) was retained in the threaded portion of the insertion handle. No issues were observed with the device. Document/specification review: no design issues or discrepancies were identified. Conclusion: the complaint is not confirmed for the radiolucent insertion handle frn (p/n: 03.033.001, lot # 84p9182). There is no indication that a design or manufacturing issue were identified. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Summary: the complaint device was not received for investigation. A photo investigation was performed based on the images provided. The images were reviewed and the complaint condition cannot be confirmed. There were no observable defects with the handle, only the broken part of the driving cap can be seen inside it. A definitive assignable root cause could not be determined based on the provided information. During the investigation no product design issues or discrepancies were observed (based on the images) that may have contributed to the complaint condition. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device history lot: part number: 03.033.001-us, lot number: 84p9182, manufacturing site: haegendorf, release to warehouse date: 17 february 2021. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. Reporter is a synthes employee. DHR was not performed as there is no lot number known for this part. The complaint device was not received for investigation. A photo investigation was performed based on the images. The images were reviewed and the complaint condition cannot be confirmed. There were no observable defects with the handle, only the broken part of the driving cap can be seen inside it. A definitive assignable root cause could not be determined based on the provided information. During the investigation no product design issues or discrepancies were observed (based on the images) that may have contributed to the complaint condition. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, the radiolucent insertion handle and the driving cap/threaded were noticed broken when checking the set in storage. The issue was discovered during the cleaning process in sterile processing. There was no patient involvement. This report involves (1) radiolucent insertion handle frn . This is report 1 of 2 for (B)(4).